Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported detachment was confirmed as the returned device analysis noted a needle to cuff detachment. The pre-tied knot was unraveled which likely resulted from the noted needle to cuff detachment. This may have appeared to the user as a suture detachment and was reported as such. The returned condition of the device confirms the reported experience. Additionally, three of the anterior cuff tabs measuring one one-hundredth of an inch square were broken off and were not returned with the device. Based on a visual inspection and functional analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). It was reported that the proglide device was used in a calcified vessel. Per the instructions for use, the safety and effectiveness of the proglide device have not been established for patients with femoral artery calcium which is fluoroscopically visible at the access site. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in the mildly calcified left common femoral artery was attempted with proglide devices, using a pre-close technique, via a 6f sheath prior to a transcatheter aortic valve implantation (tavi) procedure. Reportedly, the a suture break occurred during harvesting of the sutures. The sutures of two other proglide devices were successfully preplaced prior to the tavi procedure. The sheath was upsized to 16f and the tavi procedure was completed. The successfully preplaced sutures of the second and third proglide devices were used after the tavi procedure to achieve hemostasis. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. It was reported that the physician is trained in the use of the proglide device and established in the pre-close technique. No additional information was provided.